Manufacturer narrative:
In (B)(6) 2013, a request was received by stanmore implants requesting a new circlip and bumper plate from stanmore implants for a patient who had undergone revision surgery 4 months prior as the "circlip had popped out and axle backed out". Investigation completed at the time of the event concluded that the device in situ was an extra small smiles knee and therefore did not have a circlip. The patient underwent a successful rebushing procedure in (B)(6) 2013. The exact cause of the event could not be determined because insufficient information was provided, however, it is thought that surgeon error had occurred, as the extra small smiles knee did not have a circlip as part of its design. No failure of the device was alleged. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the patient had a revision endoprosthesis 4 months previously and her circlip has popped out and the axle backed out. (B)(4).